Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope approximately two weeks post implant. It was also reported that consistent capture could not be confirmed on the right ventricular (rv) lead. It was further noted that there were variable ventricular capture threshold measurements and no r wave measurement. No further patient complications have been reported as a result of this event.